Event description:
A problem was encountered while upgrading the software version to 2.54. Indeed, at the end of the upgrade, the screen remained blocked and non functional around 20 minutes. Despite the several attempts (before unplugging the programmer), when it was rebooted, it remained blocked on the same screen. Preliminary analysis revealed that file system was corrupted after power loss during setup. The reported behavior is a result of wrong usage. The subject programmer should be repaired following the standard repair workflow.

Event description:
A problem was encountered while upgrading the software version to 2.54. Indeed, at the end of the upgrade, the screen remained blocked and non functional around 20 minutes. Despite the several attempts (before unplugging the programmer), when it was rebooted, it remained blocked on the same screen. Preliminary analysis revealed that file system was corrupted after power loss during setup. The reported behavior is a result of wrong usage. The subject programmer should be repaired following the standard repair workflow.